Manufacturer narrative:
Diopter: -17.00. (B)(4) new incision. Secondary surgery. Lens explanted. Vaulting. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -17.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. Low vault was observed on (B)(6) 2014. The lens was explanted and exchanged for a longer lens with a similar diopter size on (B)(6) 2015. This resolved the problem. Patient's last visit on (B)(6) 2015, ucva was 20/20. See MFR. #2023826-2015-01598 for right eye.